Event description:
Information was received indicating that a smiths medical cadd legacy plus pump had an issue with the detection nub. The issue was found during testing and there was no patient involvement.

Manufacturer narrative:
Other, other text: customer reported that device detected nub was damaged. The labels were not removed, device was in bad condition with missing nub on dso.visual inspection revealed the nub on the dso was missing. Unable to determine who caused the problem, missing nub on dso. Replaced downstream sensor.

Event description:
It was reported that device detection nub was damaged. No patient injury was reported.